Event description:
It was reported that when the rigid videoscope as turned on, the image flickered and then displayed a red/black screen. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
The issue occurred during a therapeutic biliary operation procedure that was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken and the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, the cause of stripes in the image was likely due to broken cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.